Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) was failing to be interrogated. No intervention was performed.

Manufacturer narrative:
Correction: the correct b5 statement should have been "it was reported that the patient presented remotely via merlin.net. It was shown that the insertable cardiac monitor (icm) was failing to be interrogated. The icm was explanted and replaced. The patient was in stable condition." Rather than "it was reported that the insertable cardiac monitor (icm) was failing to be interrogated. No intervention was performed."

Event description:
It was reported that the patient presented remotely via merlin.net. It was shown that the insertable cardiac monitor (icm) was failing to be interrogated. The icm was explanted and replaced. The patient was in stable condition.